Event description:
The hospital reported that the vasoview hemopro 2 has a broken tip. The piece that was broken off or came apart was the injection end of the clear co2 tubing. It was laying in the plastic container when they pulled it out of the box. This occurred before surgery, patient was not in the or. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop